Event description:
According to the reporter, during donor nephrectomy, the doctor fired the stapler, was able to completely fire on the vessel, but the stapler would not open, and was locked on tissue. The doctor tried to push up arrow to open but nothing happened. The device was reboot by holding down on safety buttons for 10 seconds. It did reboot, but reload still did not open, tried releasing handle and put back on to reset, reset and calibrations took place, but nothing opened. Manual retraction tool was then used by inserting the tool into the center hole and turning clockwise to retract the knife blade, the tool kept spinning, but was not turning anything on the adapter. They then held the end of the adapter while turning, and the tool broke and fell on floor. There was no further troubleshooting that could be performed, because they only have one set of the handle, adapter, and retraction tool. The doctor then cut and clipped (stated there was enough room) and removed the stapler still locked on the vessel. The surgical time was extended for about an hour.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload came attached to the received adapter (703086274-30). The reload adapter was cracked at the attachment point with the signia adapter. The reload was forcibly removed, and the firing rod of the adapter was observed to be fully retracted. The knife I-beam was then manually pushed back without difficulty. The device was disassembled, and no non-conformances were noted with the components or assembly. Witness marks on the k-bar pusher indicates that the firing rod was properly engaged. The device may have been rotated before firing rod retraction, disengaging the bayonet feature of the firing rod from the k-bar pusher and preventing the knife from retracting and the jaws from opening. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to rotating the reload prior to firing rod retraction, disengaging the firing rod from the k-bar pusher on the reload. This could also prevent the knife bar from retracting and the jaws from opening. Additionally, the investigation detected a secondary condition of broken adapter that has no relationship to the reported condition. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: (serial #), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during donor nephrectomy, the doctor fired the stapler, was able to completely fire on the vessel, but the stapler would not open, and was locked on tissue. The doctor tried to push up arrow to open but nothing happened. The device was reboot by holding down on safety buttons for 10 seconds. It did reboot, but reload still did not open, tried releasing handle and put back on to reset, reset and calibrations took place, but nothing opened. Manual retraction tool was then used by inserting the tool into the center hole and turning clockwise to retract the knife blade, the tool kept spinning, but was not turning anything on the adapter. They then held the end of the adapter while turning, and the tool broke and fell on floor. There was no further troubleshooting that could be performed, because they only have one set of the handle, adapter, and retraction tool. The doctor then cut and clipped (stated there was enough room) and removed the stapler still locked on the vessel. The surgical time was extended for about an hour.